Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it delivering low fio2 (fraction of inspired oxygen) was confirmed. Ventec replaced the metering valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the metering valve.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that it was device was delivering low fio2 (fraction of inspired oxygen). There were no reports of patient use associated with the reported issue.